Event description:
A representative for fujinon was informed of several incidents involving fujinon colonoscopes during a visit to the hospital in 2008. Reportedly, there were four colon perforations that occurred in 2007.

Manufacturer narrative:
Although the fujinon sales representative was first informed of this incident in 2008, additional research was required during 2008 to confirm the legitimacy of the claims. The hospital reported that "everyone likes the equipment". The equipment was installed in 2007 and reportedly the perforations occurred during 2007. In each case the perforations were delayed and not observed until approx 4 days after the surgery. The patients had complained of pain 4 days post-operatively. The patients were treated at the hospital and are reported to be in good condition. The hospital had not had any further issues and neither scope had any unusual characteristics. It is suspected that since the facility was not used to the fujinon equipment, there may have been overcompensation when handling moving the scopes inside the patient. These incidents may be the result of the users getting used to the fujinon equipment. The hospital has two ls5 colonoscopes and it is not clear which one or if both were involved with these incidents. The devices had no evidence of inherent defects or problems. No further information is available.